Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope had a dead pixel in the image. There were no reports of patient harm.

Event description:
The procedure was completed utilizing a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white points are visible on the display , foreign object is attached to the tip of the lens, metal component of the distal end is dent, abnormal image, image distorted, insertion tube is scratch ,cover glass of the light guide adapter was damaged. A root cause could not be identified. Based on the results of investigation, it is likely the most probable cause of the malfunction is traced to component failure of objective lens window, distal end, insertion tube, insertion tube respectively. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.